Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Additionally, the customer reported a low blood glucose (bg) level of 40 mg/dl. Cause of the low bg was unknown. Customer addressed low bg by consuming carbohydrates. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.